Manufacturer narrative:
This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "switching to auxiliary lamp" involving pentax model epk-i5010/serial (B)(4). No further information was provided at the time of the report. Additional information from the facility stating the event occurred during the procedure. No delay in procedure or adverse events occurred to the patient. The device was used to complete the procedure. The facility did not remove the device from circulation immediately after the failure/event occurred and did not return to pentax for evaluation.